Event description:
The customer alleges back to back results of: 339 mg/dl on his meter vs. 88 mg/dl on his dr.'s meter and 197 mg/dl vs. 66 mg/dl on his meter. No report of dsim for these incidents. Return requested and replacement was sent.